Manufacturer narrative:
The field service engineer (fse) went onsite to the customer facility to evaluate the reported issue. The following functional tests were performed: the fse performed device testing and confirmed the issue of the ECG freezing on the flexcardio device. The fse replaced the flexcardio front end with a loaner device and observed the uninterrupted ECG signal for 3 hours. Results of functional testing indicate that the flexcardio front end malfunctioned and required replacement. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the flexcardio device front end. The reported problem was confirmed. The customer was provided a loaner device to resolve the issue. The customer has stated that their intention is to purchase an intellivue x3 to replace the flexcardio system in the near future. It has been concluded that no further action is required at this time.

Event description:
It was reported that the electrocardiogram (ECG) image on the flexvision monitor freezes. The device was not in use on a patient at the time of the event, there was no adverse event reported.